Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that the screw head is stuck. After fixation with a locking cap, there was angular stable adjustment of the pedicle screw. There was also fixation with the outer and inner blue fixation screw. A renewed alignment of the rod was not possible. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. The complained article was send to our product development center for further investigation. According to the statement it is normal behavior of the implant. In cases, when the polyaxial screw not moves we request to use the instrument 03.636.013 (remobilized instrument) with which it is possible to bring the screw back in the right place. The review according the material and manufacturing documents show no deviation regarding to our specifications. No product fault could be detected. A review of the device history records was performed and no complaint related issues were found. Placeholder.